Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the device was not in use when the issue occurred. The ventilator was removed from service. No delay in therapy and/or medical intervention was reported. No patient or user harm reported. The km responder also reported that there was no error codes reported, and the customer resolved the issue by replacing the mask. The km did not provide any further details on the replacement mask. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not displaying the tidal volume. It was unknown how the issue was found. No patient or user harm reported. The customer reported that the v60 ventilator was not displaying the tidal volume and could not be used normally. This investigation is ongoing.